Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip, cracked case at the display window corners and cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error and cosmetic damaged. The customer¿s blood glucose level was 110 mg/dl. Customer would restart the insulin pump then experience the alarm a second time. Customer would fill the reservoir to resolve the alarm. Customer had insulin in his reservoir this morning and the insulin pump's battery died. Customer used aaa batteries that he purchased from berlin germany. Troubleshooting was done for cosmetic damage and they stated that the reservoir lip ring was damaged. Customer stated that the screen was scratched and cracked. Customer reported that the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.